Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's daughter stated, that the customer was hospitalized for high blood glucose. The blood glucose reading was 260 mg/dl during the phone call. The daughter stated, that the customer had very high blood glucose levels and had lost consciousness prior to the hospitalization. It was also stated that the customer would no longer be using the insulin pump, because she was recently diagnosed with dementia. Nothing further was reported.